Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgery director reported a pt who is not happy with the outcome following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon who reported the pt experienced an overcorrection and is not resolved. The surgeon reported he implanted a piggyback iol two months following the initial surgery. In his opinion, the device did not cause/contribute to the event.